Event description:
It was reported that the patient received inappropriate shocks. The right ventricular lead had oversensing, noise, and very low impedance on the pace/sense coil. The lead was replaced but the impedance remained very low. Because there was no change in impedance the implantable cardioverter defibrillator (ICD) was also explanted and replaced. It is unclear if it was a lead issue, device issue or both. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood, all electrical testing was within specified parameters. The lead showed signs of being twisted in-vivo, including a breach of the overlay tubing. Blood ingress was not observed and a breach of the outer insulation was not observed. (B)(4).